Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 4.0, lab: 5.59. Time between testing was reported as 1 hour. Patient's therapeutic range is 3.0 - 4.0.

Manufacturer narrative:
Investigation pending.